Event description:
A malfunction alarm identified as malfunction code 12 was reported. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for future recurrences. The customer acknowledged and understood the guidance and continued using the pump without further issues.